Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd venflon¿ safety shielded IV catheter safety mechanism failed during use, and the nurse pricked themselves on it as a result. The following information was provided by the initial reporter, translated from french to english: "I just recovered a catheter whose safety did not work, without packaging and therefore without a lot number. The device is in my office and has been contaminated with the patient's blood." "I only know that the nurse pricked herself with it."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd venflon¿ safety shielded IV catheter safety mechanism failed during use, and the nurse pricked themselves on it as a result. The following information was provided by the initial reporter, translated from french to english: "I just recovered a catheter whose safety did not work, without packaging and therefore without a lot number. The device is in my office and has been contaminated with the patient's blood." "I only know that the nurse pricked herself with it."